Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue cap was separated from the catheter adapter of a transfer set. This event was identified right after opening the transfer set during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye and a loose blue pull ring cap was noted. The reported problem was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.